Manufacturer narrative:
Block h6: device code a0401 is being used to capture the reportable event of suture break. Device code a050501 is being used to capture the reportable event of band failed to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown surgery. During the procedure, the physician reported the band failed to deploy and that the trip wire broke. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem), e1 (initial reporter title, initial reporter first name, initial reporter last name, initial reporter facility name and initial reporter phone), e2 (health professional? And occupation). Block h6 device code a0401 is being used to capture the reportable event of suture break. Device code a050501 is being used to capture the reportable event of band failed to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown surgery. During the procedure, the physician reported the band failed to deploy and that the trip wire broke. There were no patient complications as a result of this event. Additional information was received on june 19, 2025. It was reported to boston scientific corporation that a speedband superview super 7 was used during a band ligation procedure for varicose veins on (B)(6) 2025. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h6: device code a0401 is being used to capture the reportable event of suture break. Device code a050501 is being used to capture the reportable event of band failed to deploy. Block h11: investigation result: the returned speedband superview super 7 was analyzed, and a visual and microscopic evaluation noted that the ligator housing had five bands still attached to it, several bands were overlapped, and one was damaged. Several teeth on the ligator head were found to be damaged. Additionally, the returned handle does not have evidence that the trip wire was secured into the handle slot and the trip wire slack was not taken up. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator housing had five bands still attached to it, several bands were overlapped, and one was damaged. Several teeth on the ligator head were found to be damaged. Additionally, the returned handle does not have evidence that the trip wire was secured into the handle slot and the trip wire slack was not taken up. It was found that the device's instructions for use were not followed, as the trip wire was not secured into the handle slot and the slack wasn't taken up from the handle slot. This likely affected the band deployment, since the trip wire could not function properly with the handle once the ligator housing was installed on the scope. The marks on the ligator housing teeth suggest that excessive force may have been used, possibly during insertion of the device. This could have damaged the teeth, affecting the handle's functionality during band deployment. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the handle of the speedband superview super 7 device did not have marks of the trip wire being secured; however, the iuf states, "secure trip wire in slot on handle unit."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown surgery. During the procedure, the physician reported the band failed to deploy and that the trip wire broke. There were no patient complications as a result of this event. Additional information was received on june 19, 2025. It was reported to boston scientific corporation that a speedband superview super 7 was used during a band ligation procedure for varicose veins on (B)(6) 2025. It was noted that no difficulty was experienced upon setting up the device.